Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with a history of alcoholism and heart palpitations, underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (stroke). After the case had completed, a stroke was noticed in the patient later that night. There were no further event details as to how the stroke was discovered or confirmed. There was no further information about the hospitalization and if any additional intervention was performed. No further information is known regarding the patient status. Physician causality opinion was not provided. No biosense webster, inc. (Bwi) product malfunctions were reported. With the available information, this was conservatively assessed as a MDR reportable event under the thermocool® smart touch® sf bi-directional navigation catheter.